Event description:
Caller reported that the pump screen was dark, although the device seemed operational. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on various troubleshooting steps, but when the screen did not respond, they arranged for a pump replacement. The customer planned to use mdi as a backup therapy and was advised on several tasks including putting the pump into storage mode and returning it to tandem, along with programming settings into the new device. The caller acknowledged all instructions, including using the provided return box and label, and understood the requirement to return the old pump within 10 days to avoid charges. A replacement pump with updated software was sent to the customer.